Event description:
While reaming the left femoral shaft, the tip of a shantz pin broke off in the wound. The piece was not visible and was unable to be removed. The surgeon is aware and did not request any further intervention. Shantz pins are implantable but this pin was being used for intraop fixation.